Event description:
When dipped in distilled water, (deionized), by rptr's clinical chemistry lab as part of qc system, this lot gave false "trace positive" protein reading on the test strip. Seven different individuals confirmed. Strip is also had "mottled" colors after testing.